Event description:
Customer reported the gas module iii failed. No pt injury is reported.

Manufacturer narrative:
Service reps replaced the tubing between the o2 filter and sensor, and the o2 and co2 filter. Tested, calibrated and safety checked unit to factory specs.